Event description:
It was reported that a malfunction alarm occurred and a continuous glucose monitor error 42 was received. The pump was reset. Reportedly, the customer used manual insulin injections and also continued to use the pump for insulin therapy. Customer's blood glucose was 132 mg/dl.